Event description:
It was reported by service report that the fowler was creeping up from the down position. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Eval result: fowler.